Event description:
Same case as MFR report #: 2134265-2010-04989. It was reported that post a stenting treatment procedure, a thrombosis and restenosis occurred and the patient experienced a myocardial infarction. In (B)(6) 2004, a 3.0x16mm taxus express2 was implanted in the mid right coronary artery. In (B)(6) 2007, the patient presented for an elective cardiac catheterization for chest pain, angina and a positive stress test. A greater than 50% stenosed de novo lesion was located in the mid right coronary artery proximal to the previously placed stent. The lesion was predilated with a 3.0x15mm non bsc balloon inflated to 10 atms for 40 seconds. A 3.00x16mm taxus express2 stent was deployed at 13 atms for 60 seconds and although the lesion was discrete, the stent was placed overlapping the previously placed stent, as to not leave any gaps between stents. No patient complications were reported. The patient was placed on plavix and aspirin. In (B)(6) 2010, the patient had surgery for a gastrointestinal issue. Post surgery, the patient presented with a myocardial infarction with st elevations, in-stent thrombosis and in-stent restenosis. The patient had been on plavix until this year. The 90% stenosed grade c lesion measuring 28mm in length was located in the mid right coronary artery that had a timi flow of ii. The lesion was predilated with a 3.0x25mm non bsc balloon. A 3.0x28mm non bsc stent was deployed in the lesion. Stenosis post procedure was reduced to 0% and timi iii flow was restored. No further patient complications were reported. Patient status is listed as fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).